Event description:
It was reported that the patient underwent a minimally invasive tlif at l5-s1 in 2009, using. The surgeon observed endplate subsidence and cage migration, due to bone resorption on x-rays taken 5 weeks post-op. Two months later, the patient underwent a alif at l5-si, and has improved since the second surgery.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.